Manufacturer narrative:
H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -8.50/4.0/091 implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2024. Intraoperatively the lens was removed. Incision enlargement was performed. A replacement lens was later implanted.